Event description:
It was reported that the balloon ruptured. The 95% stenosed target lesion was located in the moderately tortuous and severely calcified left anterior descending artery. A 10mmx2.25mm wolverine coronary cutting balloon was selected for use. During the procedure, the balloon ruptured upon second inflation at 8 atmospheres for 10 seconds and a pinhole was noted at the balloon edge. The balloon was removed from the patient's body without problem with the usual method and the procedure was completed with a different device. No complications were reported and the patient was in good condition after the procedure.